Event description:
Liner was removed because it wasn't thick enough. Case was a liner exchange.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #4 13mm ts liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.